Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of non-sustained right ventricular oversensing (nsrvo) were observed due to post-paced t-wave oversensing. Technical support was contacted, and provided programming recommendations. Further intervention is anticipated. The patient was stable with no adverse consequences.¿